Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve became calcified 20 months post implant. The exact cause of the valve stenosis cannot be confirmed; however, patient factors (shone¿e syndrome) and a possible prosthetic / patient mismatch likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported through the edwards lifesciences implant patient registry, 20 months post implant of a 23mm sapien valve in the aortic position, a 20mm sapien 3 valve was implanted in the existing sapien valve. The patient became symptomatic and was found to have developed aortic valve stenosis and high gradients. The sapien 3 valve was deployed in the existing sapien valve as a ¿bridge¿ to surgical therapy. The treatment plan for this patient is the surgical explantation of the sapien valves in approximately three months. A surgical valve will be implanted in the aorta at that time. It was perceived that patient factors (shone¿s syndrome) and a possible prosthetic / patient mismatch likely contributed to this event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-03481.